Manufacturer narrative:
Medtronic personnel reviewed the logs for the imaging system. The analysis found that the abs was not settled for the 2d image acquisition. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a spinal fusion, the surgeon found the images taken by the imaging system were blurry and hazy. No additional information was provided. The reported issue occurred during patient registration. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.